Event description:
The customer observed falsely elevated ca 19-9 results for one patient. The results provided were: sid (B)(6) initial ca19-9xr 10.22 u/ml ((B)(4)), repeated 7.27 u/ml (B)(4). No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2021-00680-00 under a different suspect device. Service inspected the module and performed multiple troubleshooting procedures. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The alinity ci-series operations manual addresses operational precautions and limitations, provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results. The alinity I ca19-9 package insert adequately address sample preparation and handling and provides conditions which may cause erroneous results. Based on the information within the complaint record, no systemic issue or deficiency was identified.